Event description:
Concomitant devices: helical blade (part: 04.038.390s, lot: h798082, quantity: 1), locking screw (part: 04.005.528, lot: 3l73296 quantity: 1), end cap (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6: code 3191 used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: manufacturing location: monument, manufacturing date: 08-apr-2019, expiration date: 01-apr-2029, part number: 04.037.243s, 12mm/130 deg ti cann tfna 200mm - sterile, lot number: h868822 (sterile), lot quantity: 6. Work order traveler met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h761704. Lot quantity: 1,000 work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree, tfna, bp55, lot number: 3l41328, lot quantity: 96 purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h822167, lot quantity: 80 work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h846839, lot quantity: 2,906 lbs. Certificate of analysis was reviewed and determined to be conforming. Lot summary met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: the tfna fem nail ø12 130° l200 timo15 (p/n: 04.037.243s, lot number: h868822) was received at us cq. Upon visual inspection, the complaint device was broken at the helical blade slot. Drill marks observed around the point of breakage and along the exterior, extending towards the proximal end of the nail. Additionally, the second most distal opening/hole/slot of the nail has a deformation. Dimensional inspection: proximal head od, above break and below break were measured and found to be conforming per relevant drawings. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the complaint was confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Due to the received condition, it could not be determined during investigation whether the drill marks caused or contributed to the break. Appropriate actions have been taken previous to this complaint to investigate tfna nail breakage and associated drill marks/damage at the head element hole/blade aperture. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that a revision surgery occurred on (B)(6) 2020 due to nonunion and breakage of the trochanteric fixation nail-advanced (tfna) nail.

Manufacturer narrative:
This report is for an unknown trochanteric fixation anti-rotation nail (tfna)/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported revision surgery occurred (B)(6) 2020 due to implant failure and breakage. It was noted the malfunction was determined approximately four (4) months after implantation of a trochanteric fixation anti-rotation nail (tfna). Original implant date was noted as (B)(6) 2019. Patient was revised to a total hip. Procedure complete successfully. No surgical delay was noted. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown), unknown end caps (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for (B)(4). This report is for an unknown trochanteric fixation anti-rotation nail (tfna).